Manufacturer narrative:
(B)(4). Date sent: 5/10/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? ------left lower lobectomy. Is it routine for surgeon to take multiple vessels at the same time? ---------- unknown. Does the surgeon routinely wait 15 seconds prior to firing? -------- depends on tissue. Can details be provided on shape of malformed staples? --------unavailable. Did the patient undergo any preoperative radiation or chemotherapy?-------no,the patient did not. Where on lung was the segmental vein being divided? ---------anterior basal and lateral basal and posterior basal arteries. What is the current patient status? --------the patient has left from hospital.

Manufacturer narrative:
(B)(4). Date sent: 3/23/22. H11/b3: event date updated.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Is it routine for surgeon to take multiple vessels at the same time? Does the surgeon routinely wait 15 seconds prior to firing? Can details be provided on shape of malformed staples? Did the patient undergo any preoperative radiation or chemotherapy? Where on lung was the segmental vein being divided? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lobectomy. The surgeon used pse45a+ecr45w to transect the v8,v9 and v10 vessels at the same time, after fired, noted that v8 and v10 two vessels malformed staples causing massive hemorrhage. The surgery changed to open due to could not stop bleeding under the endoscopic. The surgery was delayed about one hour. No additional information could be provided.